Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, videos provided by the customer were evaluated. The videos showed the implantation of the suspect product when the lens was observed to be stuck in the cartridge tip and overridden by the plunger rod. The lens and haptic were observed to be damaged. Due to no product received and video quality, no further issues were observed and no further evaluation was performed. The complaint issue "haptic damage" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "delivery issue" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in cartridge. The lens was removed during the same procedure. Through follow-up, we learned that when the injector tip was already in the patient's eye, the plunger passed over the lens, preventing it from exiting. The surgeon realized the haptic was broken before inserting the iol; therefore, the injector was removed from the eye and a replacement iol was successfully implanted. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 20, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. Ophthalmic viscosurgical device (ovd) residue was found on the lens. The lens was cleaned and further inspected and a portion of one haptic was detached, one haptic was damaged, and a scratch was observed on the surface of the lens. No further issues were identified. The complaint issue "haptic damage" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "delivery issue" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified.. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.